Manufacturer narrative:
For information regarding the first damaged instruments please refer to manufacturer report # 1723170-2018-04946. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that 3 sections needed to be replaced because they were damaged. There was no patient present.